Event description:
It was reported that the patient was uncomfortable with the device location. During repositioning of the device, a scratch was found on the rv lead insulation. Silicon wrap was used to repair the lead. During a follow-up decreased pacing lead impedance was noted. No further consequences to the patient was reported. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.